Manufacturer narrative:
Insulin pump received with no button response due to unlocked connector on lcd board. Insulin pump received with missing end cap sticker, cracked battery tube thread, cracked belt clip slot, and cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump was missing the label dome sticker. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.